Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one photo was provided and reviewed, shows a printed label from which the expiry date, material number and lot number were verified with tw data. No anomalies were observed. Therefore, the investigation is inconclusive as the provided photo is not sufficient to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using a navarre universal drainage catheter. It was reported that post the procedure on (B)(6) , 2026, there was allegedly leakage at the suture of the locking device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure using a navarre universal drainage catheter. It was reported that post the procedure on (B)(6) 2026, there was allegedly leakage at the suture of the locking device. The procedure was completed using another device. There was no reported patient injury.